Event description:
Hypervolemic hyponatremia [hyponatraemia]; recurrent ascending cholangitis [cholangitis]; tachycardia [tachycardia]; splenic infarction [splenic infarction]; sepsis [sepsis]; pneumonia [pneumonia]; left sided pleural effusion [pleural effusion]; liver failure [hepatic failure] ; only about 50% of the dose was delivered [radiation underdose]; issue with delivery system [device deployment issue]. Case description: initial information received on 22-sep-2016: this spontaneous medical device report was received from a healthcare professional via company representative concerning a patient of unspecified age and sex. Neither the subject's medical history nor concomitant medications were provided. The patient received therasphere (lot number 1699273) on (B)(6) 2016 for an unknown indication. Expiration date and other dosing details were unknown. On (B)(6) 2016, the patient received only about 50% of the dose delivered. The physician reported that it took 5 flushes to get the dosimeter down to zero. The original readings were about 2.3-3.8 mr/hr. With additional shielding, the secondary readings at 30 cm were 2.1-3.1 mr/hr. According to the calculation, only about 50% of the dose was delivered. There may have been an issue with the delivery system. No adverse events were reported. The outcome of the underdose is unknown. The reporter did not provide an assessment of the seriousness and severity of the event but provided that there may have been an issue with the delivery system. The company assessed the events of "50%of dose delivered" and "issue with delivery system" as non-serious follow-up information is being requested. Follow-up information received on 13-oct-2016 from the healthcare professional: patient's details were provided. The patient was male and (B)(6) years-old at the time of the events. The patient had a past medical history of fibrolamellar hepatocellular carcinoma (since (B)(6) 2016) with intraabdominal and pleural metastases, ascending cholangitis ((B)(6) 2016), roux-en-y and cholecystectomy (in 2014), chronic gastro-intestinal bleeding of unknown etiology, a history of chronic right upper quadrant (ruq) pain, allergy to vancomycin, chronic nausea and vomiting, and hypothyroidism (chronic, stable). The patient was taking the following concomitant medications at the time of the event: oxaliplatin and gemcitabine, completed course in early (B)(6) 2016 for fibrolamellar hepatocellular carcinoma, ondansetron odt 8 mg disintegrating tablet every 8 hours as needed from an unspecified date for nausea and vomiting, gas relief (simeticone) 80 mg chewable tablet one tablet four times per day orally from an unspecified date for gas, generlac (lactulose) 10g/15ml solution 3 times per day orally, levothyroxine 75 mg one tablet per day orally from an unspecified date for an unknown indication, metoclopramide 10mg tablet every 6 hours as needed orally from an unspecified date for an unknown indication, morphine 20mg/5ml solution 2 mg every 2 hours as needed orally since (B)(6) 2016 for an unknown indication, sandostatin lar depot (octreotide acetate) 10 mg, one intramuscular injection every 28 days from an unspecified date for an unknown indication, amicar (aminocaproic acid) 500 mg tablet from an unspecified date for an unknown indication, dexamethasone 4 mg tablet from an unspecified date for an unknown indication, diphenhydramine 50 mg capsule from an unspecified date for an unknown indication, mirtazapine 15 mg tablet from an unspecified date for an unknown indication, xifaxan (rifaximin) 550 mg tablet from an unspecified date for an unknown indication, and esomeprazole 40mg every 12 hours oral, capsule from (B)(6) 2016 for an unknown indication. On (B)(6) 2016, the patient was admitted to the general internal unit at the hospital for administration of therasphere (lot number 1699273, vial number 119, calibration date: (B)(6) 2016 at 12.00 e.t. And expiration date unknown) for fibrolamellar hepatocellular carcinoma (hcc) with a dose size of 15.0 gbq and a measured total activity of 14.35 gbq. Following the procedure, abnormally high radiation levels were demonstrated within the waste canister. Radiation underdose was confirmed. On (B)(6) 2016, while in recovery from y-90 radioembolization for hcc, he presented recurrent ascending cholangitis with right upper quadrant (ruq) pain, elevated alkaline phosphatase, increased total and conjugated bilirubin and tachycardia. The patient stated that he was feeling in his normal state of health prior to procedure. He was complaining of worsening of pain (from chronic ruq pain) at present. He received methadone 35 mg three times per day, dilaudid (hydromorphone) 3 mg over 6 hours intravenously and tylenol (acetaminophen) as needed for pain. The patient's heart rate remained elevated; he was tachycardic with hr in the 150s since the procedure and received as corrective treatment 2l of normal saline. While in recovery, the patient presented fever at 38.2°c on (B)(6) 2016 (100.9 f) and blood pressure of 101/51mmhg, heart rate 108. During the hospital course the patient was found to have sepsis due to pan-sensitive e coli bacteremia likely related to ascending cholangitis or line infection. The patient was initially treated with ciprofloxacine, flagyl (metronidazole) on (B)(6) 2016, zosyn (fluconazole) from (B)(6) 2016 and caspofungin. The treatment was broadened to linezolid from (B)(6) 2016 and from (B)(6) 2016 and meropenem with clinical decompensation from (B)(6) 2016. Then, the patient completed a total 14 day course with ertapenem 1g intravenously once per day from (B)(6) 2016. On (B)(6) 2016, the patient developed recurrent left sided pleural effusion showed on chest x-ray radiography likely due to pulmonary hcc metastases and possible radiation pneumonitis due to y-90 radioembolization vs. Pneumonia (pna). On (B)(6) 2016, the patient underwent an uncomplicated thoracentesis with 1.4l removal. On (B)(6) 2016, abdominal-pelvic CT scan with contrast showed a splenic infarction. From (B)(6) 2016, the patient presented with respiratory distress with increasing oxygen requirements likely due to volume overload treated with bilevel positive airway pressure (bipap) for 3 days, diuresis with lasix (furosemide) 60 mg intravenously twice a day and unspecified antibiotics. Radiation pneumonitis was suspected but the diagnosis of pneumonia was finally retained. On (B)(6) 2016, the patient developed hypervolemic hyponatremia (blood sodium measured at 132 and 133 on (B)(6) 2016) treated with unspecified diuretics and discontinuation of total parenteral nutrition. On (B)(6) 2016, hypervolemic hyponatremia normalized (blood sodium measured at 137). On (B)(6) 2016, the patient was transferred to intensive care unit. On (B)(6) 2016, the patient was discharged with home hospice follow-up with final diagnoses of hepatocellular carcinoma, liver failure and chronic left pleural effusion. On (B)(6) 2016, sepsis due to pan-sensitive e coli bacteremia was improving and the patient recovered from pneumonia and ascending cholangitis. Left sided pleural effusion and liver failure were not recovered. The outcome of tachycardia and splenic infarction was unknown at the time of the report. All relevant laboratory data were added in the dedicated section. The reporter did not provide a causality assessment between therasphere and the events experienced by the patient, and reported that the patient was originally planned to be discharged after therasphere administration but the events required interventions and led to 18-day hospitalisation including transfer to intensive care unit. The company assessed the events of ascending cholangitis, tachycardia, splenic infarction, sepsis, pneumonia, left sided pleural effusion, liver failure, hypervolemic hyponatremia as serious (medically significant, intervention required and hospitalisation). The company assessed the events of "50% of dose delivered" and "issue with delivery system" as non-serious. Case comments: hyponatremia, radiation underdose and device deployment issue are considered unlisted according to the therasphere current reference safety information, whereas, cholangitis, sepsis, tachycardia and splenic infarction (associated with sepsis), pneumonia, pleural effusion and hepatic failure are listed. In the absence of the reporter causality assessment, the company considered the events of ascending cholangitis, tachycardia, splenic infarction, sepsis, pneumonia, left sided pleural effusion, liver failure and hypervolemic hyponatremia probably due to infection and the consequences of sepsis, possibly related to the radioembolization procedure and the ongoing medical history. The events are unlikely due to malfunction of device. The company considers radiation underdose and device deployment issue not adverse events per se but special scenarios and therefore not assessable. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.